Manufacturer narrative:
Product complaint #: (B)(4). Batch # n56y57. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received loaded with staples, with the washer uncut and with the knife recess below the reload deck. All the staples were noted to be protruding. The retaining pin was not connected to the coupler and pushrod. The device was tested for functionality with a test reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device fired without any difficulties. The condition of the protruding staples consistent with the device being partially activated. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Event could not be confirmed as the retaining pin worked as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: were there any patient consequences? If yes, please describe. Response: there were no negative outcomes for the patient related to this complaint, (besides added anaesthetic time), as the stapler was never fully closed on the patient's tissue before the issue was identified.

Event description:
It was reported that during a low anterior resection procedure, during placement on the rectum for the distal transection, the stapler was partially closed by the surgeon but required placement adjustment prior to firing, while trying to open the stapler for adjustment, the surgeon was unable to fully open the stapler as normal and it required significant manual manipulation to completely open the device. The surgeon lost trust in the device and did not feel it was worth the risk to try and use it on the patient. Another cs40g was acquired from another hospital and there was a delay to the case of approximately 30min. The balance of the case was challenging, although our devices didn¿t contribute to the complexity.